Manufacturer narrative:
The gears are worn inside of the head assembly. A bur was inserted into head, applied pressure while spinning. The bur did not come out during test.

Event description:
It was reported that a midwest push button latch type head ca overheated during use; no injury resulted.